Event description:
Initial placement of a one step button enteral feeding device was completed in 2006. This device migrated into the peritoneal cavity within 24 hours of placement. The physician confirmed proper positioning and placement of the device. Later, the same evening, the patient presented with serious bleeding and abnormal blood pressure. Under x-ray, the feeding device bolster was found inside the peritoneal cavity, which was subsequently removed. A replacement procedure was not performed. The patient is in serious condition and receiving a blood transfusion.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event at this time. A device history review revealed no anomalies with the lot number repored. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.